Event description:
It was reported that patient underwent a left total elbow arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2009 due to an unknown reason. The ulna bearing was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to loosening of the humeral component possibly from bone loss. The humeral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation.this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014- 09137 and 1825034-2015- 00337 / 00338).